Manufacturer narrative:
(B)(6). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection at field stocking location (fsl), it was discovered that the protection sleeve was broken. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.019.017-us, lot: 9872616, manufacturing site: hägendorf, release to warehouse date: 01. July 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: depth gauge for multiloc humeral nailing system was received at cq. Upon visual inspection at cq, it is observed that the needle of the scale has broken. The broken part is not received at cq. Thus, confirming the complaint. The remaining portions of the device shows normal wear which would not contribute to the complaint condition. The received condition does agree with the complaint description. Dimensional inspection: dimensional inspection cannot be performed because the broken portion of the device is not received at cq and therefore not accessible. Drawing/specification review: the following drawings were reviewed during investigation and no design issues were noted. Mre review: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation conclusion: a visual inspection, and document/specification review were performed as part of this investigation. The needle connected to scale was broken, confirming the complaint. While a definitive root cause could not be identified, it is possible that due to rough handling. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: updated event description provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
8/7/2019: updated event description: it was reported that on an unknown date, during routine incoming inspection at field stocking location (fsl), it was observed that the depth gauge for multiloc humeral nailing system was broken. There was no patient involvement. This complaint involves one (1) device.